Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the representative was prepping the system for a case. She noted that the system showed "localizer faulted" on the screen. The representative checked the ndi toolbox and the positioning sensor unit (psu) bump sensor had been triggered. The site did not use the navigation system for the procedure and switched to an open case.